Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "my right-side implant is smaller than the left side and I can feel the bag poking me." Healthcare provider reported a right side deflation. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ red particles inside of the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported "my right-side implant is smaller than the left side and I can feel the bag poking me." Healthcare provider reported a right side deflation. This record is for the right side. The device has been explanted.